Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced drape recognition issues on universal surgical manipulator (usm) 3. The customer was able to get the drape to recognize. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted error 31010. Tse recommended inspecting presence pins. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no procedure delays.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issues, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the reported issue. An isi did receive the da vinci product and completed the analysis testing. The unit was tested on an in-house system and triggered no related errors however it did trigger error 22023 on the insertion. Log reviews confirmed that errors 31010 and 282 had occurred in the field. During inspection, no fluid intrusion was found on spar insertion, however excessive loctite/debris like metal shavings was found on carriage back presence pins when the presence pin screw was removed. The carriage cover and top plate were removed for further investigation of fluid intrusion. Some signs of contamination were found on the rear presence pins and the screw seem to be stripped out of alignment. The unit went through testing on a pftp, and it passed all required tests. The error was confirmed, but not replicated. As a precaution all presence pins, all presence pin screws, top plate, accl pca, will be replaced to address the customer reported problem. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 31010 related to the reported complaint. This complaint is reportable malfunction event due to the following: it was alleged that the customer experienced drape recognition issues on the universal surgical manipulator (usm) 3 and the fse replaced the usm to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.